Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 596 mg/dl. Reportedly, the customer did not know the cause of the elevated bg level. During the call, tandem technical support offered to troubleshoot; however, the customer feels the pump is operating "fine" and declined troubleshooting. The customer delivered a corrective bolus to stabilize impacted bg level.